Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow report. (B)(4). The suspect component has not been received by carefusion.

Event description:
The customer reported circuit occlusion and extended high ppeak (peak pressure) alarms while using the avea ventilator. The customer reported the suspect device stopped ventilating, and the safety valve was open. The customer reported a continuous audible alarm was present. The issue found was during pre-use ventilator setup and there has been no report of patient consequence associated with this event. The customer attempted to calibrate the inspiratory transducers, but only to have repeated failure. Carefusion (cfn) technical support recommended the suspect device would require replacement transducers once the hardware becomes available. The issue found was during pre-use testing and was immediately taken out of service.